Event description:
It was reported that the patient with an implantable neurostimulator experienced the device vibrating at random times, unexpected vibration during simple tasks such as brushing teeth, laying down, or turning on music, excessive vibration of the stimulator, and a heavy sensation in the back when stimulation was set to certain programs. The patient also reported that the stimulator was not working and was not helping with pain. The implantable neurostimulator was located in the back. The patient was walked through connecting to therapy settings and adjusting stimulation programs, including switching between groups a, b, and c and modifying stimulation levels to achieve comfortable sensations in the back and legs. The issue was not resolved, and the patient was redirected to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.